Event description:
Product analysis on the generator was completed on (B)(4) 2013 and it was found to be and ifi (intensified follow-up indicator) condition. 92% of the battery was consumed and there were no performance issues found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Additional information was received from the physician stating that the patient¿s seizures have improved after the vns generator replacement and medications were stabilized.

Event description:
It was reported that the patient's mother called the ambulance because the patient had increase in seizures. The patient's output current was increased from 2.25ma to 2.5ma and the patient started to cough after the intensified follow-up indicator (ifi) was observed. The physician indicated that the settings were output current= 2.25 ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 1.1 min / magnet output current= 250 ma/ on time= 60 sec/ pulse width= 500 sec. And diagnostics were output=ok/lead impedance=2355 ohms/ifi yes. The physician was contacted and he stated that the increase in seizures was due to the battery's end of life. According to the diagnostics on (B)(6) 2013 the generator was not at eos. The patient had his vns generator replaced on (B)(6) 2013. Attempts to return the explanted generator is underway.

Event description:
The vns generator was received to the manufacturer on (B)(4) 2013. Product analysis is pending.